Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump powered on with a blank display screen. The pump was opened and the display screen was replaced with a test display resolving the blank display issue. The display screen flex was found to have failed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display flex had failed. This report is made based on the results of evaluation completed (B)(4) 2016.